Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, severely calcified lesion with 80% stenosis in the mid right coronary artery (rca). There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. A guideliner was used to help the stent to cross. When the stent failed to cross it was removed and got caught on the tip of the guideliner and the stent dislodged. A balloon was then passed over the wire and through the stent and the stent was deployed in the rca lesion. No patient injuries were reported post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no difficulty noted when removing the protective sheath. The stent was inspected post removal of the sheath with no issues noted. The inflation device remain on neutral pressure during delivery of the device. Previous stent was deployed in a previous procedure. A medtronic balloon was used to deploy the dislodged stent. If information is provided in the future, a supplemental report will be issued.